Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for n on-malignant pain and other chronic/intract pain (trunk/limbs). It was reported this was the patient¿s fourth pump replacement (all of which were implanted by another specialist in CT) due to surgical failure or some failure of the pump's mechanics. The patient thought they had experienced all the possibilities of malfunction. Further information was not provided. Refer to manufacturer report # 3004209178-2016-27414, 3004209178-2010-10855 (first replacement), and 3007566237-2017-00654 (unknown replacement).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received indicates that this report was already reported under manufacturer report #3004209178-2016-27414. All supplemental reports will now be filed under this number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.